Event description:
Reporter indicated that the pt was undergoing generator replacement due to end of service. Further follow up from the site revealed that testing on the pt's vns device had revealed high impedance results with eos indicator at yes. Additionally, the site mentioned that the vns system was not helpful to the pt, "except for the fact she has not acted on her suicidal ideations." Good faith attempts are being made to obtain additional info on the pt's events. In addition, the pt had been involved in a car accident; however, the relationship of the accident to the reported event is unk at this time.